Manufacturer narrative:
Product analysis: analysis noted the stylus did not cause a response from the touchscreen. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned with a request for analysis subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.